Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom reported via phone call that they experienced low blood glucose levels of 53 mg/dl. The customer declined to troubleshoot for the low blood glucose level because he was feeling better at the time of the call. The product was not returned for analysis.

Manufacturer narrative:
The follow up report was submitted with blank. The correct date is 15-apr-2020.